Manufacturer narrative:
Correction to section d6, the valve was not implanted. Please reference related manufacturer report no: 2015691-2021-00141. The valve was returned crimped and used in jar with solution. A review of imagery provided showed the following: one (1) strut appeared bent outward at the inflow exposed through sheath. Two (2) struts appeared bent outward at the inflow side. The returned devices were visually inspected for any abnormalities and the following observations were made: two (2) struts bent outward at the inflow. Multiple struts bent outward at the outflow. All struts were exposed through the skirt, normal after crimped and used. Valve frame was distorted/ canted. Post-expanded valve: bent struts were corrected. Valve frame remained distorted/canted. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Struts remained exposed through the skirt, normal after crimped and used. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaint for frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the return product and provided imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies as reported, 'while introducing a 26 mm ultra through the esheath, it was noticed that one or more struts of the crown were bend and formed spikes that could potentially rupture the vessels, when trying to track to the aortic valve.' It is possible that valve struts catch within the sheath during the delivery system insertion through the sheath, and further excessive device manipulation resulted in sheath liner torn and bent strut at the inflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. Additionally, the bent struts at the outflow are potentially occurring during the delivery system (with crimped valve) retrieval back to the sheath with excessive manipulation per reported. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment has been previously initiated to assess the risks associated with valve frame damage as a result of high push force of the commander delivery system with s3u through the esheath. A corrective/preventative has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is ongoing.

Event description:
As reported from our affiliates in germany, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during insertion of the system, it was noted that one or more valve struts were bent.  There was no resistance the while the delivery system advanced through the sheath. The valve was pulled back into the esheath and removed as a single unit with no injury to the femoral vessels. A new system was used, and a valve was successfully implanted.  The patient is stable post procedure.  Per pictures, a liner strand was also noted.